Event description:
(B)(4). I was implanted with a medical device implant called essure on (B)(6) 2014. This medical device implant is now manufactured by bayer, formally by conceptus inc. This device has a three year shelf life, however I do not have that expiration date. The onset of my complaint started on (B)(6) 2013. This is a list of my side effects and symptoms that I have experienced due to essure. Excessive bleeding to the point of anemia, abdominal pain, swelling, bloating, hair loss, erratic periods, joint pain, temporary paralysis, ana positive after implantation. I have been seen by 3 doctors. (Gyn, pc and rheumatologist) the device is still inside of me.

Event description:
#Medwatcher #followup1 #fdamw5041179 #(B)(4). Due to the migration of essure coil, I had to have a total hysterectomy on (B)(6), 2015.